Event description:
It was reported that pump declared a cartridge change error and customer had difficulty successfully loading cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer inspected o-ring and pneumatic tap area, cleaned pump, and attempted reloads with assistance from technical support, who also helped address a minimum fill issue; customer eventually loaded new cartridge successfully, and when call later disconnected, technical support attempted a callback and left message for any additional questions or issues.